Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats. According to the reporter: doctor used multiple fires with the stapler. When he got to the main stem bronchus he fired a green load. The stapler was loaded correctly, leaving the shipping wedge on while applying the device, it tested fine, etc. When they went to fire the load, they were able to squeeze once, and on the second squeeze, there was a huge crack, and it sounded like a "pully broke". From that point, the stapler was totally stuck. Would not advance any further and was not able to be retracted with a right angle hand instrument, etc. They had to use a blade to cut the stapler off the patient and then hand sew the bronchus. Doc thinks patient had calcification and tissue was too hardened for the load. There was no unanticipated blood loss of 500cc or more. Surgery time was delayed by more than 30 minutes. Had to try to get stapler off patient and then hand set bronchus, so it did take extra time. No device fragment fell into the patient. No reinforcement material was used.